Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: e1803 nodule / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.